Manufacturer narrative:
Based on the information provided, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the alleged patient outcome. The information stated on the maude event report contradicts the information provided by the contact in follow up. The maude event report states the mesh was explanted on (B)(6) 2015, while the contact reports the mesh was not explanted. It is then further alleged that a CT scan finds there is no mesh. At this time it is unclear, if the mesh was explanted. No conclusion can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. No sample returned.

Event description:
The following was reported via maude event report (mw508760): "when I went to the bathroom one day, I had a terrible pain when I passed my poop. I noticed before I flushed that there was huge mass and a tube that fell out of me with a lot of blood. I went to the hospital with a lot of pain in my abdomen. I had a CT scan and the doctor informed me that my mesh wasn't there. I have CT records that shows a mesh and a revision mesh from a hysterectomy after the hernia mesh was implanted 2 years and 11 months before. It was a bard ventralight and was told by some "comsol employees" that it should stay in me for at least 25 years before any problems should occur. I have no phone at this time so please email me and I will send pictures soon." Note: the report lists a date of implant of the bard ventralight st w/ echo as (B)(6) 2012 and date of explant as (B)(6) 2015. Per follow up with contact: the mesh was not ¿explanted it was added on.¿ the contact alleges that on (B)(6) 2019 the patient's doctor, who performed the last CT scan told her that no mesh existed in her stomach or pelvis.